Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 7 "mg" morphine at 4 mg/ml via an implantable pump for an unknown indication for use. It was reported that the patient was in the clinic for a routine appointment and when the pump was interrogated, there had been a motor stall. It was noted the patient did hear an alarm, however she did not realize it was the pump. There were no environmental, external, or patient factors that may have led or contributed to the issue. A dye study was performed. The patient was added on for surgery and the pump was replaced. The issue was resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2019-03-27 15:22:11 cst pli# 10 product ID# 8637-40, device evaluated by MFR: the pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 7 "mg" morphine at 4 mg/ml via an implantable pump for an unknown indication for use. It was reported that the patient was in the clinic for a routine appointment and when the pump was interrogated, there had been a motor stall. It was noted the patient did hear an alarm, however she did not realize it was the pump. There were no environmental, external, or patient factors that may have led or contributed to the issue. A dye study was performed. The patient was added on for surgery and the pump was replaced. The issue was resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated. On (B)(6) 2018 (B)(4) hcp): additional information was received from a healthcare provider via a clinical study reported the pump had stall at 1:59am on (B)(6) 2018 without recovery as of 11:16am and the alarm was audible. The patient was asymptomatic and eri was 16 months. A intrathecal dye study was performed with good csf and intrathecal contrast layering without extravasation. The pump was replaced on (B)(6) 2018 and returned to the manufacture. It was indicated the event was related to the device or therapy. The issue resolved without sequelae on (B)(6) 2018. The patient's weight was (B)(6) kg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.